Event description:
It was reported that "as the dr was blowing up the balloon during removal of device, it broke into pieces." No pt harm.

Manufacturer narrative:
When I received the investigation report, I will file a supplemental report. The hospital has already filed a medwatch report regarding this incident.